Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports "a home pt contacted baxter tech svc center for assistance in ending his automated peritoneal dialysis therapy early in dwell 4. Reportedly, the home pt's catheter became disconnected from the plastic adapter. In response, the home pt reconnected his catheter to the adapter and contacted baxter. The home pt was assisted in ending the therapy early. The home pt notified his nurse the next day and was subsequently hospitalized for observation overnight. The home pt was treated with 500 mg of cipro twice daily for 3 days. After finishing the 3 day regimen, the home pt has continually exhibited a low grade fever of 99.3 degrees vs. The typical 96.5 - 97.2. The home pt was put back on a 10 day regimen of cipro same dosage and frequency."

Manufacturer narrative:
The customer complaint involved prod # 8814661001, beta cap adapter (white). The complaint indicated that the adapter disconnected from a home pt's catheter. The complaint report indicated that a sample would not be returned and to date, one has not been rec'd. A mfg lot # was not identified in the complaint report. Therefore, a proper DHR of the actual mfg lot of the returned complaint sample, could not be performed. The beta cap adapter is a purchased component and the vendor is magnus molding. A complaint history review indicates that there has been one other complaint rec'd for this item (01/2004), however, this complaint was not confirmed. Conclusion: this complaint has not been confirmed. A sample was not returned for eval and a DHR review could not be performed without a mfg lot #. There are several factors that could be responsible for this issue, some associated with the adapter component and some not. Without the complaint sample to eval, there is no way to determine the root cause of this incident. Based on the complaint history's low incidence, there is no evidence of an emerging trend. This complaint will be used for tracking and trending purposes.